Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was attempted to be implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that during the procedure for a patient with a diameter access part of 7 to 8mm, the access part was exposed by a small incision and an attempt was made to insert the device, but the device could not be crossed. It was reported that a partial deformation was confirmed on the outer sheath of delivery system as a result of attempting to insert several times, so the delivery was removed and the procedure was completed. As per the physician, the cause of the event was patient vessel morphology. It was stated that there was no bendability of the patient's blood vessel due to arteriosclerosis. In addition, partial circumference calcification was also confirmed. No additional clinical sequalae were reported and the patient will be monitored.